Event description:
Per the audiologist, the pt reported decrease in performance. The results of integrity test down 2008, showed multiple electrode anomalies. The pt's device was explanted (date not reported). Information on reimplantation was not provided.

Manufacturer narrative:
This report filed, january 08, 2009.